Event description:
This lead was implanted on (B)(6) 1998. During device changeout on (B)(6) 2011 the lead was repaired proximal to the venous entrv site due to a fine abrasion in the insulation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).